Manufacturer narrative:
This follow-up report is being submitted to relay additional information. G2: korea. Visual examination of the returned products identified the parts show signs of wear and damage. By comparing both prints of the tray and bearing, measurements were taken of the overall height of both as assembled and found to be consistent with the print specifications. Part 110031425: review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Upon conclusion of the investigation, no problem was found with the given devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Common device name: phx. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Associated products and reports: 0001822565-2023-00272, item#: 110031411, lot#: 65386114. Other associated products: item#: 110031412, lot#: 64558906; item#: 110031425, lot#: 64833619.

Event description:
It was reported a patient underwent a reverse total shoulder. During the procedure the implant was noted to be loose, and surgery was completed with different size implant then the one trialed. No serious injury or impact to the patient were reported.